Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that the side-firing fiber was noticed to have commenced forward firing at 65,482 joules during a prostate procedure. No other information is available.